Manufacturer narrative:
At this time, the product has not been returned. If the product is returned and the analysis is performed, this report would be updated should pertinent information be provided.

Event description:
It was reported that this right ventricular (rv) lead was implanted only. After one month later it was explanted and a new system was implanted for the first time. It seems the first lead explanted was replaced with a same model number. No additional adverse patient effects.

Event description:
It was reported that this right ventricular (rv) lead was implanted only. After one month later it was explanted and a new system was implanted for the first time. It seems the first lead explanted was replaced with a same model number. No additional adverse patient effects.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned and the analysis is performed, this report would be updated should pertinent information be provided.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned and the analysis is performed, this report would be updated should pertinent information be provided. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. The non-specific product performance allegation was not confirmed.

Event description:
It was reported that this right ventricular (rv) lead was implanted only. After one month later it was explanted and a new system was implanted for the first time. It seems the first lead explanted was replaced with a same model number. No additional adverse patient effects were reported. Attempts to obtain more information was unsuccessful.